Event description:
It was reported that the ventricular lead exhibited high capture threshold. The patient was asymptomatic. There was no noise was present on the lead. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.